Manufacturer narrative:
(B)(4). The field svc engineer (fse) found that the problem was caused by firmware of the western digital hard disk drive (hdd). This is a known issue with r7.2.1 the upgrade kits. The firmware causes the smart data of the involved wd3000 velociraptor (hdd) to give a very high "raw-read-error" count. Intermittently this results in a so called "smart trip" which takes the hdd offline for an indefinite period of time. When the hdd is offline the sys freezes, does not generate an x-ray and no geometry movement is possible. The fse solved the problem by switching to a higher version of the firmware. To apply this solution to the installed base a mandatory field action (B)(4) will be offered for updating the firmware.

Event description:
The customer reported the fd20/20 sys was freezing during a neurological case. The customer lost fluoroscopy twice during onyx injections.